Manufacturer narrative:
(B)(4): this customer reported a failure to discharge in testing. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
This customer reported a failure to discharge in testing.